Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was empty. Additional information has been requested but was not available at the time of this report.